Manufacturer narrative:
(B)(4).

Event description:
School nurse contacted dexcom technical support on (B)(6) 2015 to report a red and itchy rash that occurred on the abdomen, around the site of the sensor patch adhesive on (B)(6) 2015. School nurse examined the rash and removed the sensor patch adhesive. At the time of contact, the school nurse did not report any injury or further medical intervention.